Event description:
The facility reports during the use of the toileting sling, one of the clasps broke along the connecting seam. No injuries were noted.

Event description:
The facility reports during the use of the toileting sling, one of the clasps broke along the connecting seam. No injuries were noted.